Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five infusion set cannula kinked events on 13-sep-2024. The infusion sets had been used for a couple of hours. The patient has pain at infusion set insertion site during insertion. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-28937 - device 4 of 5. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.